Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised pump use could continue, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.